Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad when the customer was about to bolus. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and broken belt clip slot.